Event description:
It was reported that a percuflex plus ureteral stent was used during a ureteral holmium laser lithotripsy procedure for stone management in the right ureter and left kidney on (B)(6) 2020. According to the complainant, on (B)(6) 2020 the patient was admitted to the department of urology at the hospital for intermittent hematuria. The patient was diagnosed with right ureteral stones and left kidney stones. According to the complainant, on (B)(6) 2020 a bilateral ureteroscopy was performed and bilateral ureteral stricture was found. The ureteroscopy could not enter, thus bilateral ureteral stents were placed. According to the complainant, on (B)(6) 2020 holmium laser lithotripsy procedure was performed for the right ureteral stones and left kidney stones. Two stents were implanted, the patient was discharged and the patient condition was reported to be okay. According to the complainant, on (B)(6) 2020 the patient returned to the hospital for reexamination because the patient felt uncomfortable due to discomfort, pain. During removal of the left percuflex plus ureteral stent the lower segment of the stent shaft broke. The broken stent was completely removed from the patient through the scope. The patient was given antibiotics and was encouraged to drink plenty of water to treat the pain. Reportedly, there was no new device implanted. The condition of the patient at the conclusion of the removal procedure was reported to be stable. The device has been received for analysis. See investigation for results.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter state/province: (B)(6). Block h2: additional information: d4 (lot number) and (expiration date). Block h6: patient code 2558 captures the reportable event of pain. Device code 1069 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the proximal section (shaft next to bladder pigtail) was detached. The suture string was not returned for analysis. A media inspection of photo provided by the complainant noted that the proximal section shaft was detached. No other issues with the device were noted. The reported event was confirmed. According to the analysis, the proximal section (shaft next to bladder pigtail) was detached and the suture string was not returned. The stent was implanted properly during procedure, evidence that the stent was in good condition before use. Based on product analysis, it is possible that the failure found, shaft detached at proximal section, is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices involved during procedure. The most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. Since the reported pain is an adverse events and is known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the pain issue reported. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Initial reporter facility/state/province: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral holmium laser lithotripsy procedure for stone management in the right ureter and left kidney on (B)(6) 2020. According to the complainant, on (B)(6) 2020 the patient was admitted to the department of urology at the hospital for intermittent hematuria. The patient was diagnosed with right ureteral stones and left kidney stones. According to the complainant, on (B)(6) 2020 a bilateral ureteroscopy was performed and bilateral ureteral stricture was found. The ureteroscopy could not enter, thus bilateral ureteral stents were placed. According to the complainant, on (B)(6) 2020 holmium laser lithotripsy procedure was performed for the right ureteral stones and left kidney stones. Two stents were implanted, the patient was discharged, and the patient condition was reported to be okay. According to the complainant, on (B)(6) 2020 the patient returned to the hospital for reexamination because the patient felt uncomfortable due to discomfort, pain. During removal of the left percuflex plus ureteral stent the lower segment of the stent shaft broke. The broken stent was completely removed from the patient through the scope. The patient was given antibiotics and was encouraged to drink plenty of water to treat the pain. Reportedly, there was no new device implanted. The condition of the patient at the conclusion of the removal procedure was reported to be stable.